Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(6). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 200 mg/dl on the advantage system compared back to back with a result of 88 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter did not want to give out the information, so no product will be returned for evaluation.